Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent was detached from the balloon and the entire stent was damaged with the stent struts stretched and distorted. The balloon profile was reviewed and the examination found that the balloon wall was under compression and was evident by signs of buckling of the balloon throughout the length of the balloon. The cause of the balloon being under compression is likely caused by the inner wire lumen being damaged. A microscopic examination of the inner wire lumen found that the lumen received stretching and a resultant strain was evident on the wall of the lumen. A visual and tactile examination found the inner and outer proximal to the balloon showed signs of multiple kinks and the shaft itself was broken at the port bond location. The shaft was also kinked at the mid shaft bond. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device also showed signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x38mm promus premier stent was selected to treat the lesion. During introduction when the physician was about to insert the device into the sheath the stent slipped off the end of the balloon before it entered into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement outside patient occurred. A 3.00x38mm promus premier¿ stent was selected to treat the lesion. During introduction when the physician was about to insert the device into the sheath the stent slipped off the end the balloon before it entered in to the patient's body. The procedure was completed with another of the same device. No patient complications were reported.